Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker device had estimated battery to last for 14 years. The outputs were decreased at that time. However, at last device check, the remaining battery longevity was 9.5 years. Boston scientific technical services (ts) suggested the health care professional (hcp) to reprogram this device and to program off the atrial sensing as rapid atrial sensing can impact longevity. Ts also explained to the hcp that dual chamber cannot be maintained without atrial sensing programmed on. This pacemaker device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker device had estimated battery to last for 14 years. The outputs were decreased at that time. However, at last device check, the remaining battery longevity was 9.5 years. Boston scientific technical services (ts) suggested the health care professional (hcp) to reprogram this device and to program off the atrial sensing as rapid atrial sensing can impact longevity. Ts also explained to the hcp that dual chamber cannot be maintained without atrial sensing programmed on. This pacemaker device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.